Event description:
During the procedure the sheath accordioned reportedly, the sheath was "too small" for the catheter. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.